Event description:
A customer reported that during cataract surgery, the system had no phaco power. A second system was used to complete the surgery and there was no harm to the pt.

Manufacturer narrative:
The customer called the company tech support specialist (tss) to assist with troubleshooting. The tss helped the customer retrieve the event log, which revealed system message "failed to prime" and system message, "2 handpieces plugged in at the same time" had occurred. The scrub nurse called back later and tested the phaco handpiece with the tss phone assistance. The scrub nurse found an I/a handpiece was stuck under the footswitch main pedal, so the phaco handpiece could not achieve maximum power. Once this was recognized, the customer independently addressed the issue. The facility did not request service. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. (B)(4).